Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions: as stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6), 2006, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm (status post tube graft repair) with bilateral iliac artery aneurysms. The femoral arteries were extensively calcified. After placing the gore excluder aaa trunk-ipsilateral leg endoprosthesis, the gore excluder aaa contralateral leg endoprosthesis was placed into the right limb, followed by a gore excluder aaa iliac extender endoprosthesis. An add'l iliac extender was placed into the left limb to repair a tear in the iliac artery. An arteriogram was performed which showed no evidence of endoleak. The pt tolerated the procedure well. On (B)(6), 2009, a reintervention occurred to repair a type-3 endoleak in the right limb between the trunk-ipsilateral leg and the contralateral leg. An iliac extender was placed to bridge the gap between the two components. There was no evidence of endoleak upon completion. The pt tolerated the procedure well. No further complications have been reported.